Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0clu7, implanted: (B)(6) 2014, product type: lead. (B)(4) applies to lead (lot#va0clu7) only. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient is reporting a lead issue. During the call, the patient has had problems with their leads; they keep backing out. When this happens, the patient experiences foot tingling. For the first issue, it was "redone" meaning a revision occurred. The patient completely recovered until the incident occurred again in (B)(6) 2016. No further patient complications have been reported as a result of this event.